Event description:
Pain management decided to send a patient home with an on-q pump. It was delivered to the floor and a few minutes later nursing staff reported to pharmacy that the medication was spraying everywhere from the tubing. The filter on the tubing was spraying ropivacaine everywhere. The pharmacist looked at the manufactures website to try and find a reason for this and asked fellow pharmacy colleagues if they had ever seen or heard of this happening and they hadn't. The new ball came up in about twenty minutes and within that time the other pump had completely drained. Luckily, it was in the sink and the patient hadn't gone home with the faulty product. The new one worked like it should. The faulty on-q pump was placed back in its original packaging just in case it was needed for follow-up.